Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset multiple times and after receiving a power source alert, customer continued to charge pump battery to clear the alert. Customer loaded a new cartridge and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl. Customer used pump and manual injections for insulin therapy.